Event description:
On an unknown date, an aortic valve replacement was performed and a 19mm trifecta valve was implanted in a (B)(6) female. Five to six years following implant, the patient presented with severe aortic insufficiency. A re-do surgery and bentall procedure was performed and the valve was explanted. The physician observed severe calcification on the valve and adhesion between the stent posts and the aortic wall. The leaflets were also reported to be calcified and remained in an open position and were unable to coapt properly. The patient is reported to have expired following the procedure. Additional information has been requested.

Event description:
On an unknown date, an aortic valve replacement was performed and a 19mm trifecta valve was implanted in a 68 year old female. Five to six years following implant, the patient presented with severe aortic insufficiency. A re-do surgery and bentall procedure was performed and the valve was explanted. The physician observed severe calcification on the valve and adhesion between the stent posts and the aortic wall. The leaflets were also reported to be calcified and remained in an open position and were unable to coapt properly. The patient is reported to have expired following the procedure. No additional information has been provided.

Manufacturer narrative:
The reported event of calcification and incomplete coaptation due to immobile leaflets could not be confirmed. Aortic insufficiency was also reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that there was adhesion between the stent posts and the aortic wall, which may have been an indication of oversizing the valve, leading to decreased durability.